Event description:
Sorin group (B)(4) received a report that there was blood leak from the primo2x oxygenator prior to cross clamping. The clinician elected to change otu the oxygenator. Changing out the oxygenator took 5 minutes. Ther was no report of injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the primo2x oxygenator/system. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that there was a blood leak from the primo2x oxygenator prior to cross clamping. The clinician elected to change out the oxygenator. Changing out the oxygenator took 5 minutes. There was no report of patient injury. The investigation nis ongoing. A follow-up report will be sent when the investigation is complete.